Event description:
Catheter was prepped in normal fashion, when connected to the tacti system it kept giving an error message. We attempted to disconnect and reconnect but the same message was posting on the system. Another device was used from a different lot# (new lot# 5135413) worked fine and patient did well through procedure.